Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found that the power cable was stuck with the helium tank. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cable reel has an issue.